Event description:
It was reported that a revision surgery was performed after the liner dislodged following a car accident.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation. Please see attached for investigation results. (B)(4).